Event description:
A surgeon reported a pt with induced astigmatism following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported there is 0.75 diopter of cylinder that is unaccounted for and also stated that his slit lamp only has axis in ten-degree increments. He stated there may be an error in current lens orientation recording. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).